Manufacturer narrative:
The rv lead will not be returned as it still remains in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was not feeling well after receiving a shock. The patient went to the hospital and as he entered the emergency room, the patient lost consciousness. External defibrillation was administered by the hospital staff. The ICD was interrogated and alerts were recorded indicating a charge time out had occurred and that the battery capacity was depleted. The ICD was deactivated and the patient was hospitalized until the ICD can be replaced. Boston scientific technical services (ts) was also contacted for additional assistance. A ts consultant discussed that this behavior could indicate a potential shorted lead condition and recommended testing the rv lead integrity during the revision procedure. On the day of the revision, an automatic capacitor reformation was performed but the charge could not be completed and the device timed out after 54 seconds. The revision was performed and an arc mark was noted on the edge of the ICD case. The rv was unable to be explanted and was capped, surgically abandoned, and successfully replaced. The ICD was also explanted and replaced. No additional adverse patient effects were reported.